Manufacturer narrative:
It was reported to abbott that the patient¿s lead implant procedure was abandoned because the physician could not achieve coverage. The results of the investigation are inconclusive since the leads were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Reference manufacturer number: 1627487-2020-48846. It was reported that the patient underwent a drg permanent implant on (B)(6) 2020. During the procedure, the physician could not establish effective therapy and removed the product and abandoned the procedure. Note: since it is not known which device contributed to the issue, all possible devices are being reported on.